Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the plunger did not glide easily inside the lor syringe due to resistance. Therefore, a new kit was used instead.

Manufacturer narrative:
Qn#: (B)(4). A device history record review was performed on the lor syringe with no relevant findings. The customer reported the glass lor syringe would not function correctly. The customer returned one glass 5ml lor syringe (reference attached files (B)(4)). Prior to decontamination, the returned syringe was visually examined with and without magnification. Visual examination of the returned syringe revealed what appears to be a dried substance inside the barrel that is preventing the plunger from gliding. Also, the tip of the lor syringe appears to have some discoloration (reference files (B)(4)). After decontamination of the syringe, the dried substance was gone and the syringe barrel, tip, and plunger appeared typical. No other defects or anomalies were observed. Prior to decontamination, an attempt was made to slide the syringe plunger inside the barrel. The returned syringe plunger would not slide. After decontamination of the returned syringe, an attempt once again to slide the syringe plunger inside the barrel was performed. The syringe plunger will slide in and out of the barrel with little resistance met. The movement in the syringe barrel feels typical. Other remarks: the returned syringe was functionally tested per pip-191 plunger movement test. The neoprene sleeve was placed on the plunger to prevent breakage and the plunger was retracted out of the barrel to the 5ml marker. The plunger was then released. The plunger fell freely to the bottom of the syringe barrel. The test was repeated twice, rotating the plunger 90 and 180 degrees. The plunger was able to freely fall each time. There were no functional issues found. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and the condition of the sample received. The reported complaint of the glass syringe was not functioning correctly was confirmed based on the sample received. Prior to decon tamination of the returned syringe, visual examination revealed the syringe had what appeared to be a dried substance within the barrel and plunger. The tip also had some discoloration. After decontamination, the dried residue was gone and the syringe functioned typically passing the plunger movement test per pip-191. It is unknown how the product was handled prior or during use or at what point the syringe was exposed to any liquids. A device history record review was performed on lor syringe with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the syringe not functioning properly could not be determined.

Event description:
It was reported that the plunger did not glide easily inside the lor syringe due to resistance. Therefore, a new kit was used instead.